Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (1.0 mg/ml, 0.2997 mg/day), bupivacaine (20.0 mg/ml, 5.993 mg/day), and clonidine (300.0 mcg/ml, 89.90 mcg/day) via an implantable infusion pump. Indications for use included non-malignant pain and lumbar radiculopathy. It was reported that the patient reported withdrawal symptoms (specific symptoms were not documented), on (B)(6) 2015, secondary to an empty pump. The clinical diagnosis was withdrawal symptoms. The programming date from the most recent refill prior to the event was (B)(6) 2015. Intervention on (B)(6) 2015 included reprogramming. The event resulted in an unscheduled clinic or office visit. The etiology was related to the device or therapy, not related to the implant procedure, and related to the intrathecal medication. The drug action that caused the event was an empty pump secondary to a programming error. The pump was filled with 20 cc of medication, but the pump was inadvertently programmed with a 40 cc reservoir volume, so the alarm date was not accurate secondary to the programming error. The pump was refilled and reprogrammed and the outcome was resolved without sequelae on (B)(6) 2015. The patient then reported dizziness, nausea,vomiting, and shaking on (B)(6) 2015. The clinical diagnosis was intrathecal (it) medication side effects. The programming date from the most recent refill prior to the event was (B)(6) 2015. Interventions included medications were administered (promethazine, librium, zofran) on (B)(6) 2016. The etiology was related to the device or therapy, not related to the implant procedure, related to the intrathecal medication. The drug action that caused the event was ¿other,¿ further specified as the pump was refilled on (B)(6) 2015 after experiencing an empty pump reservoir. The outcome was resolved without sequela on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.